Event description:
It was reported that a pt experienced post-op adverse outcome. Pt had mis l5/s1 fusion for grade 1 spondy using viper hardware. Symptoms later returned and imaging showed loosening of hardware on right side. Assumed to have pseudoarthrosis and revision was performed. As surgical intervention occurred an MDR is filed to document this event.

Manufacturer narrative:
As reported it appears that the pt had a pseudoarthrosis (non-union) which placed stress on the construct resulting in hardware loosening. As reported the problem was not device related. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage/loosening can occur due to delayed union or non-union, as stated in the instructions-for-use (IFU) supplied with the device.